Event description:
The report states: the pt was revised due to infection.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Review of the device history records did not identify any related manufacturing deviations or anomalies. Review of the sterilization certificates for the provided product/lot combinations did not identify any deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. It is stated in the initial product investigation request, it was not suspected that the devices failed to meet specifications or contributed to the reported problem. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.